Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. On (B)(6) 2012, the nurse contacted baxter technical services (bts) regarding patient reaction and wanted to review the patient prior calls. The patient got air in her. On an unreported date, the patient experienced peritonitis. The patient was being treated with unspecified medication. Cause of peritonitis was not reported.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot number: h12b28037. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.